Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2019. Event day and event month not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following additional information and the device for analysis: can you please provide more event details how the device ¿¿wouldn¿t work properly¿? Did the device partially fire (start to deploy staples and cut but could not be completed)? Were the staples in the tissue formed in the proper closed b-formation? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the knife reverse switch function as designed? Was the manual override lever attempted? If yes, did it function as designed? Did the jaws of the device eventually open? To date no response has been provided and device has not been received. If further details and device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, on the first firing during use, the surgeon pressed the firing trigger as per instructions and on release the blade did not fully retract into its original positions. The reverse knife button was activated however and still the device wouldn¿t work properly. Another device was then opened to complete the procedure. There was no harm to the patient and no delay to the case.

Manufacturer narrative:
(B)(4).batch # t5ac3z. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformance's and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.